Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time setting on the customer's pump was inaccurate. The customer's blood glucose (bg) level was 168 mg/dl at time of report. The customer declined assistance from tandem technical support regarding the issue and indicated that the setting would be corrected. No additional information was provided.